Event description:
According to the reporter:posterior vaginal repair with mesh in 1999. 0.5 cm exposed area of mesh found in 2006 and recurred (B)(6) 2007. Action taken - excision of small 0.5cm area of mesh (B)(6) 2006 as day case and repeated in (B)(6) 2007. No further problems. Type of injury - revision. Type of device - surgipro mesh - no product code or batch serial no. Provided.

Manufacturer narrative:
(B)(4).